Manufacturer narrative:
A ge oec service representative investigated the issue and found the customer did not follow manufacturer's recommendations or normal precautions to protect system from body substances. Pt blood ran all over tube housing during a procedure and was not covered properly to prevent contamination. Service representative had customer pull system from use and clean the exterior using universal body substance isolation techniques and responded to the facility, removed tube house cover and cleaned the system using appropriate body substance isolation pre-cautions. Additionally, the high voltage cables were cleaned and re-greased per procedure. Customer/user abuse/error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was used during a procedure and was not covered appropriately. Blood and fluids ran all over x-ray tube housing and the tube housing was dripping blood and fluids after the case.